Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The patient was seen in the emergency room (ER), however there was difficulty interrogating this device and no magnet response was received. Furthermore, pacing was not delivered when required and the patient experienced discomfort and reported heart block. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This report contains correction in section h11: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated, and no pacing pulses were noted. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion could not be determined.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The patient was seen in the emergency room (ER), however there was difficulty interrogating this device and no magnet response was received. Furthermore, pacing was not delivered when required and the patient experienced discomfort and reported heart block. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The patient was seen in the emergency room (ER), however there was difficulty interrogating this device and no magnet response was received. Furthermore, pacing was not delivered when required and the patient experienced discomfort and reported heart block. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
The returned pacemaker was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.